Manufacturer narrative:
No patient involvement. Analysis of suspect clamp as follows: as reported, the retainer ring has broken free of the adjustment screw and is missing rendering the clamp unusable. Otherwise, the clamp appears to be in good condition. This issue will be trended and monitored in a medtronic hardware anomaly tracking database. A new clamp was sent to the site for issue resolution.

Event description:
A medtronic representative reported that the retainer ring of the spinous process clamp came off the adjustment screw. This occurred after the case during clean up when the scrub tech was loosening it. It was not a forced action and the piece did not snap out, it fell out. No patient present when event occurred.